Event description:
The user facility reported that a sterile cycle was initiated and then cancelled due to a "uv intensity timeout" processor alarm. The employee proceeded to remove the s40 sterilant cup from the processor and dispose of it in a garbage bag. She obtained three dime sized burns on her right forearm; no blistering was present. She went to the ER where her arm was flushed and silver burn patches were applied. The employee returned to work and has no sustaining injuries.

Manufacturer narrative:
A steris service technician went onsite and replaced the uv sensor and detector, cleaned the quartz sleeve, tested the unit and returned it to service; no further issues have been reported. The technician noted the uv alarm occurred due to the incoming water temperature being <43 degree c; the technician advised the user facility that their water temperature was not in specification as stated in equipment labeling. The user facility has an 80 gallon hot water tank with circulation loops. The technician recommended to the facility plumber that they adjust their mixing valves to raise the water temperature in specification. The unit was installed on 11/28/2011 when the water temperature was in specification. The employee was not wearing proper personal protective equipment during the time of the reported event. The operator manual states "caution: appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged or expired container of s40. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield and any other protection required by facility procedures." Steris has scheduled in-service training for february 29, 2012 on the proper use and operation of the system 1e and proper handling of s40.